Event description:
It was reported to philips that the allura device would not start up correctly. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start up and errors were observed on the image disks. Review of the log file couldn't confirm the reported malfunction. The problem was found on the os disk and memory. The fse replaced the ippc and the hard disk to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.